Manufacturer narrative:
.

Event description:
A pt/layperson wrote in an email to lifescan's customer service communication department, " I have had many lows because I was using too much insulin based on invalid results. Five weeks of bad results waking up in the middle of the night at 50-60 and meter shows 1 am at 180." The pt self-treated with food. He reported no other medical intervention or tests on another meter. The pt did not provide the alleged elevated results upon which he based insulin. The pt, who indicated he no longer uses lifescan products, reportedly discarded the subject test strips that he believed caused the alleged inaccuracy. Because the pt reportedly injected extra insulin based upon allegedly inaccurate high blood glucose results, resulting in hypoglycemia, the complaint is classified as an adverse event.